Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with asystole. It was also reported that the implantable pulse generator (ipg) was observed not to be pacing or sensing post operatively, in addition a loose set screw was suspected. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.